Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v471211, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. The patient was not feeling stimulation. The patient noticed that the stimulation stopped a couple weeks ago. The patient synced the programmer and the stimulator was confirmed on. The patient had increased the stimulation and she still did not feel stimulation. The patient was at 3.5 on program 4. The patient tried to increase stimulation and she reached the upper limit. The patient changed to program 1 and increased to 3.6 and she did not feel stimulation. The patient fell one month ago around the time she stopped feeling stimulation. The patient had not had the stimulator checked. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.